Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience low blood glucose levels (55 mg/dl). Reportedly, customer ate dinner at a later time and normal basal delivery was continuing. Customer ate carbohydrates to stabilize blood glucose levels.